Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00581.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the pod pc through the microcatheter; therefore, the pod pc was removed. While advancing another pod pc into the target location, it was reported that the pod pc was too long; therefore, the physician decided to remove it. While retracting the pod pc, it unintentionally detached inside the microcatheter; therefore, the physician flushed the pod pc out of the microcatheter and into the target location using a 5cc syringe and the pod pc was implanted successfully. The procedure was completed using a smaller pod pc and the same microcatheter.